Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be provided on a supplemental report. H3 other text : device will not be returned

Event description:
The femoral nail broke at the proximal third where a tumor had developed. The patient has multiple myeloma.